Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's system controller was noted to have a clock reset and pump restart occur. The pt was connected to the power module at the time, and was reported that neither were aware of any events. Preliminary eval of the log file showed that there was a complete loss of power to the system controller after a power cable disconnect.

Manufacturer narrative:
The manufacturer attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.